Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user had to remove the foley catheter from the patient. A 10ml syringe was used to remove the sterile water from the balloon and when tried to remove it, the patient had pain. The user took a 10ml syringe to check that the balloon was indeed deflated and there was no more sterile water in the balloon. The user removed the urinary catheter not without pain for the patient. After removal of the urinary catheter, the user could see that the balloon remained a little inflated even though the user removed the sterile water which was used to inflate it. It was also mentioned that this event had already occurred in another department. No medical intervention was reported. Per follow up via ibc on (B)(6) 2022, no prior injury.

Manufacturer narrative:
The reported event was inconclusive because of poor sample condition based on photo; complete investigation cannot be conducted. Based on the attached photo, it was observed that the balloon was slightly inflated. However, further functional testing and full investigation could not be performed due to poor sample condition. A potential root cause for this failure mode could be due to thin sac could cause poor shape/ baggy sac & non- concentric balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user had to remove the foley catheter from the patient. A 10ml syringe was used to remove the sterile water from the balloon and when tried to remove it, the patient had pain. The user took a 10ml syringe to check that the balloon was indeed deflated and there was no more sterile water in the balloon. The user removed the urinary catheter not without pain for the patient. After removal of the urinary catheter, the user could see that the balloon remained a little inflated even though the user removed the sterile water which was used to inflate it. It was also mentioned that this event had already occurred in another department. No medical intervention was reported. Per follow up via ibc on (B)(6)-2022, no prior injury.